Manufacturer narrative:
The complaint alleges early life failure (elf) associated with slideprep instrument (catalog number 491346 and serial number (B)(6). Customer reported possible cross-contamination. Service verified robot arm moves correctly and does not pass over other slides, checked calibration, and then performed a water run with no contamination visible. The instrument was turned back over to the customer for normal use. This complaint is not a confirmed failure of the instrument, and the root cause cannot be determined with the information provided. Review of device history record for this instrument revealed no abnormalities during build and test of this unit prior to shipping, as it is related to the failure mode reported. Service history review was performed, and no additional work orders were observed for the complaint failure mode reported. No samples were expected to be received as part of this complaint, and therefore no samples were available for returned material investigation. Bd quality will continue to monitor trends associated with the failure mode described in this complaint.

Event description:
It was reported after using bd totalys slideprep, cross-contamination of patient samples was seen in the instrument. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported after using bd totalys slideprep, cross-contamination of patient samples was seen in the instrument. No adverse impact was reported regarding the patient or user.